Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week post implant, the right ventricular (rv) lead exhibited high thresholds and inappropriate sensing due to lead dislodgement, confirmed under fluoroscopy. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.